Manufacturer narrative:
Exact date unknown, event occured about 2 months ago.

Event description:
It was reported that the patients ipg would no longer charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.